Event description:
It was reported to philips that the customer's new processor pca was defective. After the pca was installed in the device, the unit tried to upgrade the software but froze. After a few minutes the customer restarted the device and the unit went into the service mode screen. The customer was unable to exit service mode and all options were unresponsive. There was no patient involvement.